Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 102 mg/dl on the aviva system compared back to back with a result of 42 mg/dl on either a professional system or her same aviva system when testing was performed within 10 minutes. Reporter stated that she had drank a smoothie with the result of 102 mg/dl and she blacked out before getting the result of 42 mg/dl. Reporter stated that she got into a car accident, she awoke, drank a (B)(6), and the emts who arrived took her to the emergency room. Reporter stated that there, she received treatment for the cut under her eye and a sugar IV. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter no longer has the strips, so no product will be returned for evaluation.